Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was explanted on (B)(6) 2016 and is not available for return. There were no further issues reported.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient reported to be experiencing lack of pain relief and began to take oral medication. The patient had a surgery on (B)(6) 2016, which was noted as unrelated to pump therapy. The pump was not inquired or adjusted as it was believed that the pump had not malfunctioned. It was later reported that the patient is suspected to have a cerebrospinal fluid (csf) leak and that could be the potential cause of the lack of pain relief. The daily dose was adjusted on (B)(6) 2016 and the patient will be re-evaluated at the subsequent appointment.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient had a MRI scan, which did not show any obvious signs of fluid tracked from the spine to the pump pocket. Further analysis on the fluid is being performed to determine whether the fluid is cerebrospinal fluid (csf). It was noted that the pump was not refilled post-MRI and there is currently no plan to continue pump therapy.